Event description:
The customer reported that the ventilator failed the battery check during preventive maintenance. The device was not in use at the time of the reported event. No patient or user harm was reported. The field service engineer (fse) confirmed the battery failed and reported diagnostic code 1124 (check vent battery failed) was present in the log file. Fse confirmed the backup battery was replaced and the ventilator returned to operation. Based on information provided and/or service performed the reported issue was confirmed. The investigation concludes that no further action is required at this time. The part was not returned for failure investigation (fi). If additional information or the product is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Trends for this type of issue will continue to be monitored to determine if additional actions are required.

Manufacturer narrative:
Initial reporter: reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).